Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while the customer was sleeping and the buttons were not responding. The battery was changed, but anomaly persists. It was stated that the buttons weren't pressed for longer than 3 minutes and the device was not bumped or dropped. Blood glucose value was 4.6 mmol/l. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window and missing end cap sticker.